Event description:
Related manufacturer reference number: 1627487-2023-02920. It was reported that one lead migrated. No accidents or falls reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the one lead was repositioned and pulled down to t7. Effective therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000061092. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.